Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from over 600-700 mg/dl; cause was unknown with moderate ketones. Customer gave a manual injection and went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids and saline and insulin and released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.